Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had couple of pump error alarms although the self test was done. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test. Pump error 63 was noted during the self-test. P-cap locks properly into the reservoir compartment. Pump was reset, and during bootup, pump error 23 was noted, but no pump error 15 was noted. Successfully downloaded history files and traces using thus. Pump error 15 alarm was not found in the history files or traces on event date. Pump error 63 (variable 3) was present during testing on 05/18/2023 12:01:18.000. Pump error 4 was present during testing on 08/12/2021 01:10:25.000. Pump was cut open to perform visual inspection and found broken traces at the u1 chip on pins 6 on the keypad assembly. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, cracked retainer, broken trace. Pump errors 15 was not confirmed during testing. Pump error 4 and 63 were confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.